Event description:
(B)(4). Heavy periods with large clots, weight gain despite exercise and diet, pain in right side.

Event description:
(B)(4). Pain is in both sides. Constant itching. No sex drive. Periods last months and missed periods for months at a time. Wake up with headaches every morning. Debilitating fatigue. Severe bloating. Joint pain and back pain.